Event description:
It was reported that during a shoulder procedure using a multifix knotless fixation device, upon insertion the implant snapped. It was necessary to drill a new bone hole in order to complete the procedure. There were no significant delays or patient complications reported as a result of this event.